Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
S/w version unknown. Retainer: black. The pump was returned for physical damage cracked keypad overlay at select button per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware using crest. A broken force sensor was detected during seating or regular delivery confirmed in history file or traces (B)(6) 2020 8:44:00 pm due to moisture damage on the force sensor. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to a broken force sensor was detected during seating or regular delivery. A broken force sensor was detected during seating or regular delivery confirmed due to moisture damage. Unit was confirmed for physical damage on keypad overlay area. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.